Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2013. Review of radiographs revealed a periprosthetic fracture. Subsequently, patient was revised on (B)(6) 2013. The stem was removed and replaced and cables were implanted.